Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 377 (mg/dl) for 2 days. Customer administered a bolus through the pump and changed supplies to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they had an appointment with their health care provider later in the day. Recommendation was made to consult with health care provider to discuss diabetes management.